Event description:
It was reported that upon interrogation, the implantable cardiac monitor exhibited an error message. After a software download, normal function resumed. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.